Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: a review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Additional information: mw5179328 is related to this event.

Event description:
As reported by the user facility: event 2. Reason of complaint: I was preparing a fluorouracil pump using the easypump,a 270 ml capacity ml/hr, 54 hr pump. After injecting around 140 ml of normal saline, I attached the onguard 2 cstd luer lock adaptor and began injecting around 94 ml of fluorouracil. After injecting approximately 20 mls of 5-fu, the drug began to leak from where the syringe and adaptor were attached. There was a slow drip and approximately 2 mls leaked from the pump. I removed the onguard adaptor and replaced it with a new one and the pump continued to leak. I also attempted to add the drug using a new syringe and onguard syringe adaptor, but the pump continued to leak whenever I attempted to inject more drug. This was actually the second time this has occurred for me with an easypump. Both times were nearly identical, after priming with 10 mls of saline and injecting about 150 mls of saline and 20 mls of 5-fu the pump began to leak from the drug injection site. Both times I attempted to continue the preparation with new adaptors.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.